Manufacturer narrative:
A partial lead was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturing reference number: 2017865-2021-23951. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was unknown.  No additional information was reported.